Event description:
Keypad alarm (error 28). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log were not provided, therefore no review could be performed. Device was not returned to france for investigation as repairs were carried out locally by nsh canada. Error 28 is a problem from keypad or keyboard. To solve the reported issue, the "upper case kit" was replaced. The device performed as expected after repairs and the quality control was validated. The defective spare part was not returned to brézins for further investigation. With no other evidence to confirm the origin of the defect, the root cause of the reported event could not be identified by lack of evidences. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.